Event description:
It was reported that the right ventricular (rv) lead had high thresholds as some point before and/or during the device changeout. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID addr03 implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).